Manufacturer narrative:
(B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual examination identified a balloon longitudinal tear beginning approximately 5mm distal of the proximal markerband and extending approximately 11mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
It was reported that the balloon was broken. The lesion was located at the puncture point 5 cm above the anastomosis stoma of the left forearm arteriovenous fistula, with obvious stenosis and severe calcification. A 7.00mm/2.0cm/90cm peripheral cutting balloon was selected for internal fistula opening dilation. During the procedure, it was noted that the balloon was broken when the pressure reached 9 atmospheres during balloon dilation. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that the balloon was broken. The lesion was located at the puncture point 5 cm above the anastomosis stoma of the left forearm arteriovenous fistula, with obvious stenosis and severe calcification. A 7.00mm/2.0cm/90cm peripheral cutting balloon was selected for internal fistula opening dilation. During the procedure, it was noted that the balloon was broken when the pressure reached 9 atmospheres during balloon dilation. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).